Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5139839. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Started the IV and tried to push the needle back into the sheath and the needle came out the side of the catheter. Additional information received in 03jan2026: rn had personally witnessed two separate previous ivs that had been punctured through the side wall of the catheter just before the tip by the needle.